Event description:
A neurosurgeon contacted our integra neuro rep to report that he had an issue with the camino. The neurologist was not sure if the issue would have been with the catheter, mpm-1 itself or the cables. He said was that in a matter of hours the pt's intracranial pressure shot up to 30 to 35, but the pt appeared to be fine. There was no injury reported or death alleged. The number on the bedside monitor did match the number on the mpm-1. He was not sure where the issue could be coming from. He did not have a catheter number, lot number or mpm serial number to provide. Add'l info received from the physician on (B)(6) 2012 was as follows; "I think part of our issues have to do with the age of our monitors (most are 9 years old) and calibrations are not done regularly."

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.